Event description:
Two weeks after treatment with bovine collagen, the pt experienced symptoms of herpes outbreak. Over the course of the next month the pt developed worsening symptoms of paresthesia, pain, swelling, tongue aching and cyst development. The pt was treated with intralesional steroids and famvir. The physician believes the signs and symptoms to be more directly related to the amount of collagen injected than to the collagen itself.